Event description:
The injector tip was caught in the eye wound causing the lens to position incorrectly in the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
Results: the lens was received with a bent haptic. See MDR 1920664-2007-01235 for delivery device used with this lens.